Event description:
It was reported the patient experienced slight red and swelling at pocket site as well as having difficulties recharging her device. The patient had dressings over the incision as the staples had been removed the day prior. The manufacturer's representative met with the patient to establish a new program and review recharging procedures. They were unable to reprogram and recharge successfully. The hcp ordered x-rays. No results were reported. The hcp decided to replace the device with a non-rechargeable device, but had not been completed at the time of this report. Additional information has been requested, a follow-up will be submitted if additional information becomes available.